Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a high anterior resection procedure, the cdh33 did not form staples. The audible crunch was not heard. The consultant put this misfire down to incomplete firing from registrar. It was a high anterior, so he was able to refire a cdh29. This went well and procedure was successfully completed. Patient was not harmed and is doing well. There was no patient consequence.